Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 498 mg/dl, moderate ketones and a diabetes related heart issue. Suspected cause was due to the pump time being incorrect, cause was unknown. The customer was treated with intravenous fluids of insulin, saline, potassium and sodium. Reportedly, the customer was released on (B)(6) 2024 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.